Manufacturer narrative:
Fse arrived on site to address the reported event. Fse confirmed the error via the error log but was unable to reproduce the error since the issue was intermittent. Inspection of the analyzer revealed that the diluent flow was weak. Fse replaced the diluent pump to resolve the issue. The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 18 nov 2018 to aware date (B)(6) 2019. There were two similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and errors was reviewed. 2105 diluent suction error: the aia-900 operator's manual indicates that the 2105 diluent suction error occurs when the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. If the trouble reoccurs, the operator is instructed to contact the tosoh local representatives and to check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to failure of the diluent pump.

Event description:
The customer reported receiving intermittent 2105 diluent suction errors on their aia-900 analyzer. The customer stated that diluent was made several weeks before, it was still half full, and the diluent tubing was not kinked. The customer cleaned the electrodes with alcohol, and was able to prime the diluent with no errors; however, the error reoccurred while running a sample. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle-stimulating hormone (fsh), luteinizing hormone (lh), prolactin (prl), and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the reported event.